Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 890 mg/dl at the time of the incident. The customer treated with insulin drip. The customer mentioned symptoms such as nausea. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active. Troubleshooting was not completed for high blood glucose. The customer also reported damage to the retainer ring and that the reservoir was not able to lock in place. The insulin pump will be returned for analysis.